Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the lower part of the stomach, incomplete staple line was noted on the proximal part. Another reload was used and the surgeon had to used a suture to fixed the staple line.